Event description:
The following has been reported: biomed reported: "cassette errors". Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a sensor hardware failure (set ID sensor). Upon return, an admin set ID test was performed .the unit passed. Fva output pin was sticky. Performed valve home test. Removed fva assembly and fva pins had excessive debris. Cleaned fva pins and channels. Fva lip seals will be removed and replaced during repair process. No other damage found.